Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected replace battery now alarms noted during testing or in the format history file. Multiple pump error alarms (power error alarms) were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The pump was received with severely faded serial number label, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error and replace battery now alarm. The customer's blood glucose level was 14.0 mmol/l at the time of the incident. The customer stated that the notification light did not immediately stop flashing. The customer received power error when they replaced the battery. The customer also had low reading of 3.2 mmol/l. The customer treated with food. The product was returned for analysis.